Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a dialysis catheter placement procedure through the right internal jugular vein, the device allegedly expelled out with cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that two months eight days post dialysis catheter placement procedure through the right internal jugular vein, the device allegedly expelled out with cuffs appearing papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and electronic photo was provided for review. Gross visual and functional evaluations were performed on the returned device. During visual evaluation the device was noted to have residue and discoloration throughout, however it is considered incidental as it is not related to the reported event. The tissue cuff was intact. No visual and functional anomalies related to catheter expulsion and loosening were noted and further the provided photo is not sufficient enough to confirm the issues. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.